Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device replacement procedure, diagnostic imaging was performed on the right ventricular lead. Diagnostic imaging was reviewed by the physician and technical support to confirm the lead insulation was externalized. All electrical values were in range and the physician left the lead implanted. The patient was in stable condition.